Manufacturer narrative:
The device has been returned to medtronic netherlands. However, the analysis has not yet been performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the nim stimulator has been unreliable. After approximately two hours of use during the procedure, testing became impossible. The device has been sent in for repair, but the issue has persisted. There was no patient injury. Requests for additional information have been sent, with no response received.

Manufacturer narrative:
The product analysis indicates that the complaint could not be confirmed. The device was received in good cosmetic condition, had the most recent software, and was successfully tested to specifications. The device was powered on for eight hours and no deviations were found. Furthermore, the device was placed in climate chamber for 24 hours at an elevated temperature (43 c) in order to stress components and no deviations were found. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.